Event description:
A malfunction alarm labeled as malf 12 was reported, and it was found that the customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support to reset the pump, but the malfunction persisted, leading to the decision to replace the pump. The customer was instructed to revert to multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.